Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, review of the alarm log, and a power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). This occurred prior to use. There was no patient involvement. No additional information is available.